Event description:
It was reported via repair work order that the bed shuts off, which may have been caused by cpu malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.